Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The analysis of the returned device found it was partially deployed with both cuffs in their respective foot pockets. The complete suture was returned intact and still loaded in the device. Device evaluation indicated that the plunger was deployed out of sequence. This was evidenced by the damage detected at the posterior needle shank and ejection of the posterior needle tip. Needle strike marks were present at the posterior needle exit ramp indicating the plunger had been deployed (step #2) before the lever was raised (step #1). This type of damage occurs when the plunger (#2) is depressed with the lever in the (#1) position causing the mandrel to eject the needle tip. Based on the analysis of the returned device the probable cause for the premature ejection of the posterior needle tip is due to user error in deploying the device steps out of sequence. The complete suture being returned intact and loaded in the device also confirms the deployment steps were not in sequence. Based on the investigation findings, the reported suture break was not confirmed. No manufacturing or quality inspection deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A review of database query was performed and the records does not indicate a lot specific product quality deficiency.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after inserting and positioning the device, arterial luminal marking could not be confirmed. The device was re-flushed and re-inserted into the vessel, marking was obtained and all deployment steps completed. However, as the knot was advanced to the arterial surface the suture broke. The suture was removed and a second proglide was attempted, but after inserting and positioning the device, artery luminal marking could not be confirmed. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.